Event description:
My son developed a severe rash and inflammation on the skin beneath the area covered by the tape holding his dexcom continuous glucose monitor (cgm) sensor/transmitter to his skin. Each subsequent dexcom cgm sensor/transmitter he placed on his skin cause the same severe reaction. The area became very red, inflamed, itchy and painful to him. A physician at dexcom indicated that a new mfg process likely would prevent the reaction and dexcom sent several new sensors; however, after using several of the new cgm sensors sent by the company, the problem persisted. I understand that this reaction is not uncommon among dexcom users and believe the company needs to develop a different for its sensors to prevent these skin reactions.